Manufacturer narrative:
(B)(4). D10: cat #: 802202803 / femoral head 12/14 taper 28 mm diameter +3.5 mm neck length / lot #: 3196302. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately two years post implantation due to a dislocation. The head and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat #: ep-200148 / act artic e1 hip brg 28x42mm / lot #: 66328403. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-03420, 0001825034-2024-02665. Visual examination of the provided pictures identified the explanted head, bearing, and liner covered in bio-debris. The metal liner rim is deformed likely from explant. No further evaluation can be made. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.